Event description:
It was reported that a user paired a new dexcom g7 sensor and subsequently experienced continuous glucose monitor signal loss to the ilet pump, while the dexcom app continued functioning; the user received a sensor reconnecting alert and was guided to toggle the cgm setting on the pump between g7 and g6 and re-enter the pairing code, after which the pump entered pairing mode and the user was advised on the pairing period. Symptoms included no adverse clinical effects, no alerts or alarms from the pump, and no reported glucose-related symptoms. Outcomes included successful re-initiation of the pairing process without medical intervention or hospitalization. Investigation included guided troubleshooting and user education regarding cgm configuration and sensor-to-pump pairing. Investigation of this case revealed that the signal loss was attributable to a communication or pairing disruption between the g7 sensor and the pump, mitigated by reconfiguration and re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user configuration error or transient communication disruption leading to temporary device communication loss.